Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to evaluated the iabp. The customer reported to the fse that they thought there was a "iabp disconnected error", but stated that the iabp unit was not disconnected, and that this had happened before. The fse saw multiple "no trigger alarms" present in the logs. However, the fse was able to verify an error code 16 coinciding with the iabp disconnected error. He could not verify if the iabp was kinked, so he replaced the pneumatic assembly to eliminate the transducer malfunction. The fse was also able to verify error code 58 "target fill overshoot", so the fill assembly was replaced. He then calibrated the transducers, performed a helium regular calibration, and ran the iabp unit for five hours without an issue. The iabp unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during the transport of a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown. The customer's staff stated that the iabp unit stopped pumping for no reason, but the iabp unit did not lose power, just stopped pumping. The staff restarted pump by hitting start button and continued treatment without further issue. There was no patient harm, lapse of treatment, serious injury or adverse event reported.